Event description:
It was reported that the output connectors were loose on the external pulse generator (epg). It was further noted that there was no output. The epg was returned for repair. There was no patient involvement.

Event description:
It was reported that the output connectors were loose on the external pulse generator (epg). It was further noted that there was no output. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis was unable to confirm the customer comment that the output connectors were loose and that there was no reported output. Analysis did find that the lower case was broken and one side bail cover was broken, (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).